Manufacturer narrative:
Block d6b: explant date: (B)(6) 2023.

Event description:
It was reported that the patients stimulation was turning on and off at random moments without prompting the remote control. Reprogramming was attempted, however, unsuccessful. Database analysis revealed no anomalies. The patient underwent an ipg explant procedure.